Event description:
During a laparoscopic surgery case, staff noted a burning smell in the room. Later, the entire equipmen cart suddenly lost power. This left the surgeon with no video, lights, or insufflation. Case was delayed while a new cart was brought in. Later analysis indicates a loose screw on the inrush current limiting device caused excessive heating and failure. The inrush current limiter is located in the bottom compartment with the isolation transformer.